Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was received via the remote monitoring system indicating low out-of-range right ventricular (rv) lead pace impedance measurements were recorded by this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) reviewed device data noting low/decreasing rv pace impedances over the prior year; no other anomalies were found. Ts recommended bringing the patient in for further review to manually interrogate their device via programmer and perform provocation testing. No adverse patient effects were reported.